Manufacturer narrative:
An event regarding disassociation and wear involving a metal head was reported. The event was confirmed through analysis of the device. Method & results: product evaluation and results: visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. The metal head appears to have damage from the disassociation event and explantation. Damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of a CAPA. No further material analyses were performed. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's left hip was revised due to trunnion wear and head dissociation. Intra-operatively, black tissue was noted in the patient, and it was observed that the trunnion had dug into (but not perforated) the liner. Rep will provide any pictures and documents available to him from the hospital and surgeon.